Manufacturer narrative:
(B)(4). Physio-control evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench, charge-pak and attention icons. The customer also advised that the device would power on briefly and prompt, ¿call for help now¿, and then turn off. There was no patient use associated with this event.

Manufacturer narrative:
Corrected information: additional manufacturer narrative of the initial medwatch report indicates: physio-control evaluated the customer¿s device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Additional manufacturer narrative of the initial medwatch report should indicate: physio-control evaluated the customer device and verified the reported issue. The customer was advised that their device could not be repaired and was no longer under warranty. The device was subsequently returned to the customer unrepaired, therefore no further root cause investigation was possible. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device displayed the service wrench, charge-pak and attention icons. The customer also advised that the device would power on briefly and prompt, ¿call for help now¿, and then turn off. There was no patient use associated with this event.